Event description:
I registered my philips respironics CPAP for replacement on (B)(6) 2021. My confirmation code from philips is (B)(6). I have frequently followed up, but as of today, (B)(6) 2023, I have not received a replacement. I got an email from philips on (B)(6) 2023 stating: "we're reaching out to you because you have registered a philips dreamstation go CPAP for voluntary recall. You have also taken the necessary step to select to receive a replacement device. Unfortunately, we are experiencing unexpected delays in shipping replacement dream station go replacement devices. At this time, we do not have an estimated in which these replacement devices will be able to ship, but are working towards a resolution". It has been two years since my replacement requests. This is a wholly unacceptable response to a mandated FDA recall. Philips is stonewalling their mandated recall to protect their bottom line perhaps. Additional action by the FDA is warranted. Please help, as my health is in jeopardy.